Manufacturer narrative:
(B)(4). Approximate age of device- 4 years and 2 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that tears extended through most of the external portion of the patient¿s driveline. There were no unusual alarms reported for the event and the patient was asymptomatic. The customer requested an external driveline revision. The manufacturer's technical service representatives performed an external driveline replacement on (B)(6) 2018. The replacement was approximately 4 inches from the exit site. Post-replacement, no alarms occurred when the patient¿s vad system was connected to a normal patient cable. No additional information was provided.

Manufacturer narrative:
Additional information: added date of driveline returned. The evaluation of the returned portion of the driveline confirmed the reported cosmetic damage to the silicone sleeve. A distal end driveline repair was performed by a technical services representative on (B)(6) 2018. The approximately 17-inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.